Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc on or about (B)(6) 2010, to treat pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff suffered serious bodily injuries, including, but not limited to extreme chronic physical pain, erosion, worsening dyspareunia, hardening, and recurrent incontinence leading to the need for additional surgery and medical treatment and has sustained permanent injury.